Event description:
On (B)(6) 2025, this patient underwent an emergent procedure for treatment of an acute aortic dissection and rupture of the thoracic aorta. Upon delivery of tgm454520 graft into the thoracic aorta at the level of lsa on a lunderquist wire, the device did not deploy and the deployment line snapped. We entered the hatch of the device handle and attempted to pull line #1 which also snapped and did not deploy device. The device was removed thru the 24fr sheath and was not used in the patient. After the case, the deployment handle that was removed was inspected and pictures were taken. No patient sequelae resulted from this undeployed graft. The patient tolerated the procedure, the undeployed graft was discarded at the site.

Manufacturer narrative:
The instructions for use (IFU) states, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: delivery and deployment events (e.g. Access failure; deployment difficulties/failures; failure to deliver the stent graft; and insertion or removal difficulty). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.